Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable triglycerides (trig) results for one patient on their c501 analyzer. The customer stated the patient's sample was run in a sample cup and it was very lipemic. No other assays were affected. The patient's initial trig result was 185.4 mg/dl and it was reported outside the laboratory. The doctor asked the technician to repeat the test. On (B)(6) 2014, the customer repeated the patient's sample. The first repeat result was 65.8 mg/dl. The sample was repeated with a decreased sample volume and the result was >5278.4 mg/dl. The sample was diluted 1:5 and the result was 5193.1 mg/dl accompanied by a data flag. The sample was finally diluted 1:50 and the result was 5675.7 mg/dl. This result was then reported outside the laboratory. There were no adverse events. The trig reagent lot number was 699695. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control were acceptable and a general reagent problem could be ruled out. The field service representative visited the site and updated the trig application to the latest version. It was noted the patient's sample was very lipemic. Per the package insert, extremely lipemic sample can produced falsely normal results.